Event description:
Customer reports that the injector's ram backed off. The customer confirmed that the injectors ram was no longer in contact with the syringes plunger and that saline was on the floor. This occurred after the syringes were prepped and purged from air, not connected to a patient. No reported injury.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.

Manufacturer narrative:
Customer reported that the uncommanded movement occurred after the syringes were prepped and purged of air and in stand by, not connected to a patient. Service engineer returned the injector to the service center for evaluation. During initial inspection, service engineer was unable to reproduce uncommanded movement, but did find a bent pin in the power head connector and found an intermittent syringe size microswitch. Service engineer then opened the power head for inspection but found nothing unusual. Next, the injector was left turned on for many weeks while service engineer replicating the reported conditions when the uncommanded movement was reported to have happened; but still was unable to reproduce the reported problem. Service inspected injector during system checkout and replaced the size sensing pcb assembly (intermittent microswitch) and a worn emi (powerhead) gasket, re-initialized the cpu pcb and tested the injector per service checklist (B)(4). The connector pin was simply straighten out and put back in its proper position as the symptom was an error 50, so was not the issue reported by the customer. Service thought that this was most likely damaged in transport. Unit passed checkout procedures and was ok to returned to customer for full service.